Event description:
It was reported that the patient presented to the hospital with complaints of chest pain and sinus tachycardia. Physician questioned perforation and a cardiac echo was performed. The echo was inconclusive so the physician decided to reposition both the atrial and ventricular leads. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.